Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: corrected: g1 (manufacturing site name) recaptured codes on h6 (medical device problem code) h3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review (DHR): part: 02.211.016 lot: 75137p3 manufacturing site: werk selzach supplier: (B)(4). Release to warehouse date: 17 july 2025 expiration date: na. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the surgical procedure, a 2.7 l14 av locked screw is placed, which does not lock into the plate since when it is removed with difficulty and inspected in detail, it is evident that the thread of the head is completely smooth, it is reported to the as and the instrumentalist a.r. Remains as a witness that the screw is like this, there was no discomfort for the specialist, nor delay in the surgery since it is changed for another screw and it works well, the cx is achieved successfully; however, a review of the screws is made with the as at the end and another screw is found in the same conditions. The surgery ends successfully.